Event description:
The dr implanted the filter from the right femoral approach. When deployed, the filter did not open properly. The physician snared the filter, and pulled it into the right femoral vein. He then placed a second vena tech filter which worked fine. The initial filter was surgically removed.